Manufacturer narrative:
Updated data: a4, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of procedure and prior to the implant of this transcatheter bioprosthetic valve a pre-balloon valvuloplasty was performed. Immediately following the valve deployment, an electrocardiogram (ECG) identified a left bundle branch block (lbbb). No treatment reported. Two days following the valve implant, telemetry identified an increasing pr interval which increased to pauses. The physician indicated the lbbb was causally related to the procedure and to the transcatheter valve itself. The conduction delay was reported as probably related to the implant procedure and valve itself. No treatment reported for the conduction delay or pauses. However, hospitalization was prolonged. No adverse patient effects were reported. Additional information received indicated a permanent pacemaker was implanted 3 days following onset of the prolonged pr interval. The primary indication was first degree atrioventricular block. The event resolved 4 days following the valve implant. Additional information was received which indicated that an anti-platelet had been initiated following the transcatheter valve impla nt. Hospital dischargeoccurred 6 days following the valve implant. Resolution of the first degree atrioventricular block occurred 6 days following the valve implant with sequelae. Additional information was received that on the first post-operative day, the patient experienced dizziness when transitioning to the bathroom; the patient was not on cardiac monitoring at the time. No further episodes of dizziness occurred. Clarification regarding the pauses was received to note the pauses were documented as short in duration, correlated to the heart block, and occurred over the course of one night. Additional information received indicated that approximately 49 days following the implant procedure during follow-up for the permanent pacemaker a 6-hour stretch of atrial fibrillation was identified. The patient was asymptomatic. As result of this episode, anticoagulation therapy was initiated. The atrial fibrillation was reported as possibly related to the valve and implant procedure. The outcome of the atrial fibrillation was reported as unresolved. Additional information reported that the lbbb resolved on the 30 day follow-up transthoracic echocardiogram (tte). Additional information reported that the resolution of the first degree atrioventricular block occurred 5 days following the valve implant with sequelae. Additional information indicated the atrial fibrillation event was resolved with sequelae approximately 4 and half months following onset.

Event description:
Medtronic received information that during the implant of procedure and prior to the implant of this transcatheter bioprosthetic valve a pre-balloon valvuloplasty was performed. Immediately following the valve deployment, an electrocardiogram (ECG) identified a left bundle branch block (lbbb). No treatment reported. Two days following the valve implant, telemetry identified an increasing pr interval which increased to pauses. The physician indicated the lbbb was causally related to the procedure and to the transcatheter valve itself. The conduction delay was reported as probably related to the implant procedure and valve itself. No treatment reported for the conduction delay or pauses. However, hospitalization was prolonged. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29gc; product lot/serial number: (B)(6); product type: delivery catheter system; implant date: na; explant date: na. Product ID: l-evprop23-29gc; product lot/serial number: (B)(6); product type: compression loading system; implant date: na; explant date: na. Should additional reportable information be received, an additional regulatory report will be submitted with the reportable information. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated a permanent pacemaker was implanted 3 days following onset of the prolonged pr interval. The primary indication was first degree atrioventricular block. The event resolved 4 days following the valve implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that an anti-platelet had been initiated following the transcatheter valve implant. Hospital discharge occurred 6 days following the valve implant. Resolution of the first degree atrioventricular block occurred 6 days following the valve implant with sequelae.

Event description:
Medtronic received information that during the implant of procedure and prior to the implant of this transcatheter bioprosthetic valve a pre-balloon valvuloplasty was performed. Immediately following the valve deployment, an electrocardiogram (ECG) identified a left bundle branch block (lbbb). No treatment reported. Two days following the valve implant, telemetry identified an increasing pr interval which increased to pauses. The physician indicated the lbbb was causally related to the procedure and to the transcatheter valve itself. The conduction delay was reported as probably related to the implant procedure and valve itself. No treatment reported for the conduction delay or pauses. However, hospitalization was prolonged. No adverse patient effects were reported. Additional information received indicated a permanent pacemaker was implanted 3 days following onset of the prolonged pr interval. The primary indication was first degree atrioventricular block. The event resolved 4 days following the valve implant. Additional information was received which indicated that an anti-platelet had been initiated following the transcatheter valve impla nt. Hospital discharge occurred 6 days following the valve implant. Resolution of the first degree atrioventricular block occurred 6 days following the valve implant with sequelae. Additional information was received that on the first post-operative day, the patient experienced dizziness when transitioning to the bathroom; the patient was not on cardiac monitoring at the time. No further episodes of dizziness occurred. Clarification regarding the pauses was received to note the pauses were documented as short in duration, correlated to the heart block, and occurred over the course of one night.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. H6. Patient codes were updated; an annex e code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 49 days following the implant procedure during follow-up for the permanent pacemaker a 6-hour stretch of atrial fibrillation was identified. The patient was asymptomatic. As result of this episode, anticoagulation therapy was initiated. The atrial fibrillation was reported as possibly related to the valve and implant procedure. The outcome of the atrial fibrillation was reported as unresolved.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that the resolution of the first degree atrioventricular block occurred 5 days following the valve implant with sequelae.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that the lbbb resolved on the 30 day follow-up transthoracic echocardiogram (tte).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that at the 12-month follow-up appointment of the valve implant the pr interval measured 215 millis econds (ms). No treatment required. The patient was asymptomatic and reported as clinically well. The event was reported as possibly related to the valve.

Manufacturer narrative:
Updated data: a4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.